Manufacturer narrative:
Device used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. The drill bit hit one of the implanted screws and the drill bit tip broke off. The drill bit tip remains embedded in the patient¿s bone device history records review was conducted. The report indicates that the: part # 323.062; lot # l526254. Manufacturing location: (B)(6). Manufacturing date: 29.aug.2017. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an orif (open reduction internal fixation) of a left olecranon, three screws had already been implanted, and the surgeon was drilling a pilot hole for the fourth screw. The drill bit hit one of the implanted screws and the drill bit tip broke off. The drill bit tip remains embedded in the patient¿s bone. Another drill bit was used to drill for the remaining screws, with no further problem. There was no surgical delay, and no additional intervention. Intraoperative x-rays were taken, but they are not provided. Patient status was reportedly good, and the procedure was completed. There is one device involved in this complaint. Concomitant device reported: unknown screw (part # unknown, lot # unknown, qty.1).

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product development investigation was completed. The report indicates that the customer quality (cq) engineering investigation is as follows: this complaint is confirmed. Visual inspection at cq confirmed the reported complaint condition. The distal tip of the drill bit sheared off and was not returned. The remainder of the drill bit shaft is bent at an approximate angle of 10 degrees. This bend suggests that excessive force was exerted on the drill bit causing the bend and ultimately causing the tip to shear off. Whether this complaint can be replicated at customer quality (cq) is not applicable for this complaint condition as the returned device is already broken. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. No new malfunctions were identified as a result of this evaluation. Device used for treatment, not diagnosis. Report was initially submitted on oct 27, 2017, but the FDA site was down. Advised by FDA on nov 8, 2017 to resubmit medwatch. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is 1 of 1 for (B)(4).